Event description:
The customer alleges back to back results of 130 mg/dl and 58 mg/dl on his meter. Controls were not run. The customer self treated with glucose tablets and states he is feeling ok. Return requested and replacement was sent.